Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was displaying an unspecified error message and that her onetouch ultra test strips were too thick to be inserted into the meter. She claimed that about 4-5 out of 25 test strips were either too thick or was giving her error messages. It is unknown when the error message first occurred and when she first noticed the thick test strips. At 10pm three days prior, the patient was attempting to test her blood glucose levels, but was getting error messages. She reportedly retested and was able to get an unspecified result. Before going to bed that night, she took 50 units of levemir and 6 units of novolog. It is unknown if the patient adjusts her insulin dosages based on the meter readings. Approximately 4.5 hours after taking the insulin, she reportedly "crashed." She indicated that she was dizzy, dizzy, sweaty, and her ears were plugged up. She claimed that she barely made it downstairs to get juice. She felt that she may have taken too much insulin before going to bed and that one of her meter readings was "false". No other forms of treatment were reported. Because the medical affairs specialist (mas) was unable to contact the patient for more information, this complaint is being classified based on information obtained from the recorded call and the cca's documentation. This complaint is being reported because the patient became hypoglycemic after allegedly taking too much insulin. In addition, the reported test strips were too thick to be inserted into the meter. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.